Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of interventional device interacts with pre-existing mitral valve was unable to be confirmed as no applicable imagery or device were returned for evaluation. Interaction between the thv and the pre-existing mitral surgical valve during deployment may lead to aortic displacement of the thv. This is particularly likely when the aortic annulus and mitral prosthesis are in close proximity, as the thv frame or delivery system balloon can exert compressive forces on the mitral valve structure. As a result, the valve may have become canted and malpositioned, resulting in paravalvular leak and requiring intervention. As such, available information suggests that patient factors (proximity of the mitral prosthesis to the aortic annulus) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra (s3u) valve in the native aortic position, the s3u valve canted towards the left cusp and landed 30:70 (aortic: ventricular). Moderate-to-severe paravalvular leak (pvl) was observed. The s3u valve was post-dilated with 1cc, but the pvl persisted. Another 26mm s3u valve was deployed, which landed 60:40 (aortic: ventricular). As mild pvl was still observed, an additional 1cc post-dilation was performed. The pvl was reduced at trace-to-mild. It was noted that the patient was at high risk and had a previous mechanical mitral valve implanted. Per report, the physician believes the first s3u valve potentially interacted with the mechanical mitral valve, causing the canting.